Event description:
Physician attempted to use an inpact av access drug coated balloon with a 6fr non-medtronic sheath and a 150cm 035 non-medtronic guidewire during treatment of a plaque lesion in the patients forearm vein. Mild vessel tortuosity and no vessel calcification were reported. A syringe was used for balloon inflation. The vessel was pre-dilated with a 5x100 non-medtronic ultra high-pressure balloon. It was reported that there were no problems with the flush, but fluid leakage occurred between the shaft and the hub when the lesion was dilated. The defective parts were found outside the body, so they were collected without any problems. Because pressure did not uniformly enter the balloon, it became unclear whether inflation was maintained. Even pressure was not applied to the balloon, resulting in blood vessel rupture. Treatment was performed with a non-medtronic stent graft.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the 5x100 non-medtronic ultra high-pressure balloon was used for pre-dilation without any issues. Image analysis: one video was received from the account. The video appears to show a leak at strain relief of the inpact av device. Product analysis: functional testing: the balloon returned deflated. The red balloon protector returned on the device. Hub matches the complaint on file. No deformation was evident to the distal tip. Drug residue was evident on the balloon. No deformation to the proximal balloon bond. A kink was evident on the proximal end of the catheter. The balloon was inflated to 8atms with no leak or inflation problems noted. The balloon was inflated to a burst pressure of 14atms, with a leak noted at the strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.